Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had an unresponsive esc button. The caller did not know the blood glucose reading. The customer stated that he had this issue with the insulin pump periodically, beginning about a week and a half prior to the call. He thought that the issue was related to the battery but found that it was related to the esc button. He stated that he initially noticed the button not responding when he had had a low battery, but this time, his battery was 3/4 full. No other significant events leading to the keypad issues were observed. He added that the insulin pump failed to correct his high blood glucose levels. He stated that he would start insulin delivery and would notice that it would plateau. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.